Event description:
It was reported that a lead repair kit was used on insulation abrasion on this right ventricular lead. The lead remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).